Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for service. The root cause is undetermined. No additional information is available at this time. The device was forwarded to the palm beach gardens complaint handling unit.

Event description:
Device was returned for repair as the hand piece leaked oil. This is report 1 of 1 for complaint (B)(4).